Event description:
It was reported the single use electrosurgical knife had an out of box failure wherein the electric frequency interface was found present with rust. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.